Event description:
It was reported to philips that the device had a pressure regulation high error. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported. The investigation in ongoing.

Manufacturer narrative:
The remote service engineer (rse) advised the customer to replace the da pcba and flow sensor assembly to correct the issue. The rse provided the part ID of the da pcba. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created.